Event description:
The hcp reported that the pump was explanted due to "battery depletion." The device was implanted for 73 months. Another pump was implanted. No pt symptoms were reported. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis reveals insufficient bond of catheter access port.